Event description:
The customer stated that she was hospitalized for hyperglycemia with blood glucose levels over 580 mg/dl. Prior to the hospitalization the customer stated she had been experiencing consistant high and low blood glucose levels. The customer changed the infusion set the day prior to the hospitalization. Troubleshooting was performed and the customer stated that the insulin pump was programmed correctly. The customer was unable to troubleshoot further during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.